Event description:
Patient was scheduled for a percutaneous left ventricular assistive device (lvad) insertion. Equipment malfunction in the motor of the impella device (lvad device) 2 hours after insertion. The patient returned to the cath lab and a new device was inserted successfully.